Event description:
It was reported that the patient presented to the emergency room after hv therapy failed to convert the rhythm. Alert messages for hv circuit damage and eri were present in the device. The hv impedance was measured to be low. The device was explanted and replaced.

Manufacturer narrative:
The reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.